Event description:
It was reported that the patient presented in clinic experiencing bradycardia. Upon performing device threshold testing, loss of capture was observed and due to slow conductive telemetry outputs could not be immediately increased. During this time the patient experienced dizziness, however, device outputs were eventually manually increased, and the lack of capture was resolved. The patient was stable.